Event description:
(B) (4) clinical study. Same case as: 2134265-2010-01770. It was reported that during a carotid procedure, the patient experienced tachycardia. The 90% stenosed target lesion located in the ostium of the right internal carotid was 15.0mm long with a reference vessel diameter of 5.0mm. The lesion was treated with a filterwire ez and the placement of a carotid wallstent. Post-dilation was performed. Residual stenosis was 0%. During the index procedure, it was noted that the patient developed tachycardia. No action was taken and the event was resolved 11 days later without residual effects. The patient was discharged 1 day post procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).